Event description:
Additional information was received that a procedure was performed to modify this lead due to the ongoing impedance, noise, and high threshold issues. During the revision, the rate/sense portion of this lead was surgically abandoned and replaced, however the shock portion of the lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead had displayed ongoing high pacing impedance, however now stable pacing impedances in the 1500 to 1600 ohms range. One pacing impedance measurement reached out of range levels greater than 2000 ohms four months ago, however have remained stable since. Some noise was noted in addition to the high impedance, however no thresholds and all other diagnostics remain normal. The physician will enroll the patient in latitude and continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recently received that an additional follow up occurred to review the lead issue. Ongoing high impedances were noted along with chronic high threshold levels. However, at the current time, as the patient is not pacer dependent and sensing levels were adequate, the physician will continue to monitor the lead with no intervention planned at this time. No adverse patient effects were reported.